Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed that there was a serious fault with the arm such that it moved autonomously in an uncommanded direction. The system then displayed a recoverable fault message, but it was not possible to reverse it, which led to the arm being deactivated in order to continue with the surgery. The surgeon confirmed that when there was an error, the surgeon¿s head was inside the surgeon side console high resolution stereo viewer. The surgeon was attempting to manipulate instruments from the ssc and had the clamps on when the issue occurred. The movements did scale appropriately to the instrument. The instrument did not move in the intended direction. The surgeon intended downward movement and observed movement upwards, toward the chest wall. The timing of the instrument was not adequate, it was late and sustained regardless of the command. There was no shakiness or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent but the surgeon noted that it persisted and did not work again. The surgeon intended to continue with the surgery but it became a recoverable fault that they were unable to reverse. The surgeon did not identify any pattern. Additionally, isi received a da vinci product involved with this complaint to perform failure analysis. The reported problem was not confirmed as having occurred in the field and not replicated. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart (psc) fixture test platform where all tests passed. There were no signs of damage during visual inspection.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue, however, they replaced universal surgical manipulator (usm) 4 for customer satisfaction. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and investigation revealed repeated recoverable errors on set up joint (suj) 4, followed up repeated attempts to recover from the errors. The user then disabled usm4. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the medical team reported that the instrument on universal surgical manipulator (usm) 4 was spinning 360 degrees while holding a gauze inside of the patient. The medical team changed the instrument to another arm which was working. The user stowed arm 4 and finished the procedure with 3 arms. The procedure was completed with no reported injury. There were no delays.